Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: evidence of overheating is supported in the black box with unusual drastic voltage drops leading to ¿cs(B)(4)¿ warning and ¿cs(B)(4)¿ replace battery alarm on (B)(6) 2014, returned battery cap and cartridge cap were used to complete the investigation. All currents draws are within nominal specifications. No overheating or any eaw occurred during the investigation, unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.